Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure reportedly, the needle plunger was not fully depressed and when the needle plunger was removed there was no suture present (cuff miss). The sutures of two new proglide devices were successfully pre-placed. The evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A2: estimated age. A4: estimated weight. Device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the physician did not push the plunger properly. It should be noted that the electronic proglide instructions for use states: when pushing the plunger assembly to advance the needles, stabilize the device to ensure the device does not twist or move forward during deployment. Twisting the device could lead to needle defection resulting in a cuff miss. It is unknown if the IFU deviation contributed to the reported difficulties the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1-phone # h6: medical device problem code 2983 removed.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, there was no resistance pushing the plunger, rather, the physician did not push the plunger properly. Additionally, the sheath had been upsized to a 16f prior to the endovascular aneurysm repair (evar) interventional procedure.